Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the patient experienced symptomatic hypoglycemia and reported unconsciousness. She was able to call 911. The cgm was reading 200 mg/dl and the blood glucose reading was not disclosed. The patient was treated with IV d50. At the time of the report, the patient was feeling low again. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.